Event description:
It was reported that the balloon would not passively deflate, physician indicated that the catheter stayed in the wedge position. There were no patient complications.

Manufacturer narrative:
An MDR is being filed for this reported event due to the customer complaint of balloon not passively deflating; however, evaluation of the device was unable to confirm the customer's reported event of balloon not passively deflating. Customer report was not confirmed for "not passively deflate". Syringe was not returned. Inflated the balloon by placing needle distal to shallow insertion point in the backform. Balloon inflated and deflated within specification without syringe attached. However, the balloon failed to maintain inflation due to leakage from shallow insertion of the inflation extension tube in the backform. No visible damage to balloon latex.